Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a thrombotic thrombocytopenic purpura (ttp) in the popliteal artery using an indigo system aspiration catheter 7 (cat7), and an indigo system separator 7 (sep7). During the procedure, the physician used the cat7 and sep7 under aspiration for approximately ten minutes. The physician then noticed under fluoroscopy that the wire distal to the bulb of the sep7 had fractured. The physician was able to aspirate the wire of the sep7 from the patient using the cat7. It was also noted that the sep7 had perforated the vessel wall. The physician attempted to use a stent to stop the bleeding but was unsuccessful. The procedure was completed after the physician performed an open surgery to stop the bleeding.

Manufacturer narrative:
Evaluation of the returned indigo system separator 7 (sep7) confirmed that the separator was fractured distal to the bulb. This type of damage may occur if the sep7 is repeatedly manipulated against resistance during use. If repeatedly manipulated against resistance, the separator tip may fatigue and subsequently fracture. The distal fractured segment was removed from the patient but not returned for evaluation. Penumbra separators are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.